Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 2.1 mmol/l (37.8 mg/dl) while wearing the pod between 37 and 48 hours. The patient lost consciousness for 2 hours and an ambulance was called by his family. An infusion needle was put in place incase they needed to administer glucagon, but the patient was not sure if any was given. The patient was also experiencing hypertension and was prescribed medication but was not able to provide the name of it and had not started taking it at the time of reporting. The patient spent 2 days at the hospital under observation. The patient continued to use their omnipod 5 to deliver their insulin during the hospital stay. The pod was removed and discarded at the hospital.